Manufacturer narrative:
The returned cable was evaluated. During evaluation the cable passed all visual and functional testing. The cable was determined to be functioning as designed.

Manufacturer narrative:
Additional manufacturing narrative: multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
The customer reported they have experienced discrepancies in abgs while using ge b650 monitors with masimo set and stryker reprocessed. For the past week, customer used masimo neo sensors (not reprocessed) with similar discrepancies. Ge monitor with set usually reads higher than the blood gas spo2. Customer submitted all samples, those that correlate and those that did not because they want to understand the problem. Staff does not know if they can trust the monitor and their physicians do not trust the saturation on the monitor. This is an ongoing issue and the customer is concerned with patient safety and liability for unreliable spo2 readings. No patient impact or consequences were reported.